Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had damage. The customer¿s blood glucose level was 6.9 mmol/l. Customer stated that the pump screen had scratches and the customer was unable to read. The customer performed self-test and failed and also had missing segments during the self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with severely scratched lcd window, insulin pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted.